Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During preparation, it was noted the guide catheter would not retract. The procedure was completed with another rapid exchange biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; stent deformed.

Manufacturer narrative:
(B)(4) - (failure to deploy outside patient during testing). Visual inspection revealed a bend on the guide pull wire at about 16 centimeters to the proximal end of the flow switch. The working length of the push catheter was bent. The stent was observed flattened in both ends. Functional evaluation performed on this device was not successful due to the damages on the guide pull wire. During the functional evaluation, when the guide pull wire was actuated the guide catheter could not be extended. Both ends of the stent were flattened, which appear to have occurred during the preparation for the intended use. The guide pull wire most likely became bent at the same time the push catheter became bent during preparation. There is no evidence from the event description or the additional information that this device had any patient physical contact, therefore based on the event description and the analysis of the defects found on this device, the most probable root cause for this complaint is handling damage. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.